Event description:
During a request for therapy assistance on the homechoice machine, it was reported that the patient had disconnected a 2.5% solution bag and reconnected a 1.5% solution bag. This occurred during dwell two of peritoneal dialysis therapy, while the patient was connected. The technical service representative reviewed proper procedures, per the user manual, with the patient. The patient planned to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error, where the patient replaced the solution bag during therapy without replacing the disposable cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.